Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was admitted to the hospital with a blood glucose (bg) of 465mg/dl with vomiting, and nausea associated with inaccurate delivery. Reportedly, the patient received 3rd party assistance and was treated in the hospital with intravenous fluids, and insulin via injection and remained hospitalized. During troubleshooting with customer technical support (cts), it was revealed that the pump basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia and vomiting with inaccurate delivery.